Event description:
Reporter stated that patient received the following results on the aviva expert system within 5 minutes: 20.0 mmol/l and 6.8 mmol/l; 19.8 mmol/l and 5.0 mmol/l. Sets of readings were taken at different times. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation, however, strips are not available any longer as customer has used them all.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.